Event description:
It was reported to boston scientific corporation that an endovive securi-t was used during gastrostomy replacement procedure on (B)(6) 2022. Post procedure, on (B)(6) 2022, the internal bolster detached and the tube came out. The detached portion was collected endoscopically. On (B)(6) 2022, a new endovive securi-t percutaneous replacement gastrostomy tube was placed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Initial reporter state): (B)(6). (B)(4).

Manufacturer narrative:
Block e1 (initial reporter state): (B)(6) block h6 (device codes): device code a0501 captures the reportable event of internal bolster detached. Device code a051201 captures the reportable event of peg tube dislodged or dislocated. Block h10: a securi-t replacement bolster was returned. During product analysis was observed that the internal bolster was detached. The magnification of the microscope was used to appreciate detachment with more detail. The feeding tube contains traces that indicates the union of the bolster. Therefore, the reported event is confirmed. Based on the condition of the returned device, engineers determined that the problem observed could be due to the manipulation and the patient anatomical conditions could have contributed to the detachment of the bolster causing the dislodged of the feeding tube. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on the event which led to the reported event.

Event description:
It was reported to boston scientific corporation that an endovive securi-t was used during gastrostomy replacement procedure on (B)(6) 2022. Post procedure, on (B)(6) 2022, the internal bolster detached, and the tube came out. The detached portion was collected endoscopically. On (B)(6) 2022, a new endovive securi-t percutaneous replacement gastrostomy tube was placed. There were no patient complications reported as a result of this event.